Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
Product complaint # (B)(4). The actual sample was returned for evaluation. Received two pieces of one used 2227 drain. The drain is torn in its tubing area, ~2 cm from the connectiion with the trocar. There was no non-conformity found in the received sample. The drain could tear following excessive force applied during use.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to retrieve the device were made. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a hepatectomy on (B)(6) 2019 and a drain was used. The drain was broken when placing it. Further details are not provided. There were no adverse consequences to the patient.